Event description:
Patient called lfs and alleged that her meter was reading inaccurately erratic. The patient reported two results of 278 abd 126 mg/dl. These tests were done within 10 minutes. These tests do fall outside of the 20% specifications, however, the patient reported that the vial of test strips was cracked. This could have an affect on the accuracy of the meter. The techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient did not seek any medical. Based on the information reported, there is evidence of a test strip malfunction, however, there is no evidence of the malfunction leading to a serious injury. The test strips are being replaced for the patient.